Manufacturer narrative:
Device 2 of 2: cev500t5 (lot: 120301) - manufacturing date: 03/2012. (B)(6). Evaluation of these devices indicated that the bottom of the jaw was broken and traces of corrosion have been noted on the fracture zone. A significant presence of organic and mineral residues were also noted. No manufacturign nor material defects were noted. The devices were most likely dropped or suffered from impact that weakened the devices and led to the breakage observed durng use. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted in resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).

Event description:
Two devices (cev500t5) were returned for repair to mxi service and repair.